Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent emergent zone 2 tevar without debranch to treat a type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system. The left subclavian artery was occluded using amplatzer plug after the device was implanted. The final angiography imaging showed no issue and the procedure was completed. The same day, a stroke was observed. Reportedly, it is unknow whether any treatment for the stroke was performed or not, and also it is unknow whether there was any anatomic issue such as thrombosis or not. According to the physician, it was better to perform debranching but since it was a emergent procedure so it could not be performed.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible.(B)(4).

Manufacturer narrative:
H6: updated investigation findings and conclusions.